Manufacturer narrative:
(B)(4). Complaint conclusion: the site reported that they experienced resistance when attempting to advance a 10 x 60mm smart control iliac stent delivery system (sds) over the guidewire. The device was removed and the procedure successfully completed with another device with no reported patient injury. Once removed, the outer sheath was noted to be separated. The event involved a patient undergoing endovascular treatment of a target lesion in his/her venous system. The site reported that the sds had been stored, handled and prepped according to the instructions for use (IFU). When advancing the sds over the guidewire to the target lesion, the site reported encountering resistance. Attempts to withdraw the sds alone from the patient were unsuccessful. The physician then pulled the sds and guidewire out as a unit and reports that he successfully deployed the stent outside of the patient. The procedure was successfully completed with another device with no reported patient injury. The device was not returned to the manufacturer for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer event could not be confirmed and no determination of possible contributing factors could be made. This product is indicated for improving luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries up to 126mm in length, with a reference vessel diameter of 4 to 9mm, and angiographic evidence of a patent profunda or superficial femoral artery. The product IFU instructs that if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Based on the information available for review, there are vessel characteristics (venous system) and procedural factors (resistance encountered) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During a stenting procedure with a smart control to the vein, it was reported that the catheter was highly resistant when attempting to advance along the wire. The physician decided to remove the device before the target lesion to be on the safe side. When he tried pulling the smart stent out, it was stuck on the wire. He removed both and deployed the stent outside the body. The wire and inner catheter of the device were at that point completely separated from the outer catheter of the smart. The procedure was completed with another stent and there was no patient injury. The device was stored, handled and prepped per IFU. The vessel was described as being "standard, normal". The product will not be returned for analysis.